Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the display not functioning was due to the failure of the g1 board. The cause of the factors that led to failure of the g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, scratches were noted on the bezel late, a cracked rear cover was noted, defective g1 board was noted, the keypad had a defective menu button and old software. All damaged parts will be replaced, and the software will be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor was defective. It was noted that the display was not working. There was no harm or user injury reported due to the event.